Manufacturer narrative:
Note regarding d4, UDI field: only the gtin information for the reported device was provided as the serial number was not available.

Event description:
The customer contacted spacelabs healthcare technical support to report that after a brief power outage telemetry monitoring did not return as expected. There was no report of patient or user harm associated with the event. Technical support remotely connected and restarted the affected xhibit telemetry reciever (xtr) and confirmed that the issue was resolved. Cause of failure was not determined.